Event description:
The customer stated a prism analyzer generated a false positive hiv o plus result for one patient sample. The customer provided the following results: initial (B)(6), repeat: (B)(6). The specimen was also testing using hivppa and agab eia each generating negative (B)(6) results. The false positive hiv o plus result was not reported outside the laboratory. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. A specificity testing protocol was executed using lot 13433li00; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend related to the lot evaluated. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the prism hiv o plus reagent list number 03d34, lot number 13433li00, was not identified.